Manufacturer narrative:
(B)(4). Date sent: 05/06/2012. Incomplete interrupted firing stroke. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung parenchyma. It was thick and stiff. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No information. What other color cartridges were used before and after this event? No information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, in the 2nd device, so the device was pulled out from the tissue without opening the jaws. There was no damage. Was there any difficulty removing the device from the tissue? . Is there any other additional information you would like to share about this device or procedure? No. Device (a) was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. Device (b) was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy, the first device loading the device was locked out at the first stroke of the third firing when it was used on the lung parenchyma. The device was released with the manual knife reverse switch. The second device loading the ecr60g was also locked out. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.